Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Corrections are being made to: sections h6.1 and h6.4. Additional information is being added to: sections b5, d9, and h4. The device was returned to olympus for inspection, and the customer's complaint of cracks at the transducer was not confirmed. The gap of adhesive between the acoustic lens and ultrasound probe was found and confirmed. Based on the results of the investigation, the presumed cause and the root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): evis exera ii ultrasound gastrovideoscope. Olympus gf type uct180. Important information ¿ please read before use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
There was a gap between acoustic lens and ultrasound probe.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrovideoscope leaked at the flushing connection due to a crack on the transducer. The issue was found during routine maintenance and there was no patient involvement.